Event description:
The implantable neurostimulator was in a power on reset condition the day after surgery for a laminectomy. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).